Event description:
According to the reporter, during a laparoscopic sleeve procedure, the device¿s thread broke, as the surgeon passed the device through one time and the suture separated from the metal clasp, it disengaged into the patient¿s cavity but was retrieved with a grasper. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Device evaluation: post market vigilance led an evaluation of one device. The visual inspection of the returned sample noted one needle and one partial suture. The needle was observed to be detached from the suture. The loop of the needle was intact. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.